Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod the investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The bottom and middle batteries were noted to be depleted and as a result, the pod could not communicate with the master pdm unless connected to an external power supply. It could not be determined when the batteries depleted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. It was also reported the pod was leaking during wear, causing the cannula to loosen; pain at the site was reported as well. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and 2 boluses were delivered manually. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u) 1:00am >400 (pod removed) 1:37am (new pod activated) 2:20am >400 3.90 (manually) 5:24am >400 13.3 (manually).